Event description:
The following information was provided: as per pss implant request: left side. Congenital syndrome tar (thrombocytopenia-absent radius) / oversized implant. Small custom implant needed, currently has smallest stryker knee in. Previous tka with smallest stryker triathlon, currently oversized. Per design concept: patient had their index surgery on their left knee on (B)(6) 2023: size 1 triathlon cr femur; size 1 triathlon primary baseplate; size 1x9mm cs tibial insert. Patient needs a revision because the in-situ components are oversized.

Manufacturer narrative:
The following devices were also listed in this report: unknown triathlon size 1 primary baseplate; catalog no. Unk_jr; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
Reported event: an event regarding size/fit issue involving an unknown femoral component was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion/assessment: there appears to be a request for a custom style implant due to oversizing of an indwelling triathlon size 1 total knee. No medical records, sequential x-rays, or patient history were provided for evaluation. No patient complaints can be assessed. By report the patient has a congenital syndrome. The outcome of the implant procedure is not reported. But on the x-ray the femoral component looks very large for the bone. There is only a single view which is out of plane. Event confirmation: the mismatch in size between the patient's bony anatomy and the implant cannot be confirmed although this is difficult without additional x-ray images. Patient complaints cannot be confirmed. The request for a custom implant can only be confirmed from the pi report. Root cause: the root cause for the mismatch and sizing between the bone and the implant would be patient anatomy and develop implants. However, this was not clearly confirmed with the information provided. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient needs a revision because the in-situ components are oversized. Clinician review indicated that the mismatch in size between the patient's bony anatomy and the implant cannot be confirmed although this is difficult without additional x-ray images. Patient complaints cannot be confirmed. The request for a custom implant can only be confirmed from the pi report. The root cause for the mismatch and sizing between the bone and the implant would be patient anatomy and develop implants. However, this was not clearly confirmed with the information provided. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.